Manufacturer narrative:
Additional lot# b10514. Method of evaluation: "other" since the device was not returned for evaluation, internal investigation was limited to the following: review of the device history records for lots s10514 and s10516. Query of lifecell complaint system for any similar complaints reported to lifecell against the devices distributed from lot s10514 or s10516. Results of evaluation "other": review of the device history records for strattice lots s10514 and s10516 revealed no deviations that would have an impact on processing steps associated with risk of infection to the patient. To date, large quantity of the devices were distributed from lots s10514 and s10516, including several devices that were reported as implanted, with no similar complaints reported to lifecell against these lots.

Event description:
It was reported to lifecell by lifecell sales representative that the patient who underwent breast reconstruction procedure, with tissue expanders and strattice grafts developed bilateral infection, at week 5, post-op. Dr removed the tissue expanders and strattice.